Manufacturer narrative:
The customer¿s report of a tubing filter leak was confirmed. Visual inspection of the set noted on the filter extension set that the air vent membrane of the filter was wetted/compromised. No other obvious issues or damages were observed. Functional testing confirmed leaking from the vent of the 0.2 micron ped filter component on the filter extension set. Pressure testing resulted in no leaking. The root cause of the noted leak from the filter vent was not identified.

Event description:
It was reported that on the 8wt bmt unit, the tubing leaked tpn from the big filter. It is unknown how long the filter was in use. Although requested, no additional information about medication/fluid, event, or patient demographics provided except there was no known patient harm.

Manufacturer narrative:
Although requested, no additional information about the patient, medication, or event provided. The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that on the 8wt bmt unit, the tubing leaked tpn from the big filter. It is unknown how long the filter was in use. Although requested, no additional information about medication/fluid, event, or patient demographics provided except there was no known patient harm.